Event description:
It was reported that the patient was unable to adjust the stimulation from his implantable neurostimulator (ins). The patient was unsure whether the stimulation had an effect on his symptoms and that it was "difficult to tell." The patient did not have his patient programmer with him and was going to call back when he did. Additional information was requested but was not available at the time of this report.

Event description:
Additional information reported indicated that the patient had a loss of therapeutic effect and that they changed the way they managed there symptoms. The patient was to work with their doctor to optimize therapy. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, product type extension; product ID 3387s-40, lot# v371989, implanted: (B)(6) 2010, explanted: na, product type lead; product ID 3387s-40, lot# v372858, implanted: (B)(6) 2010, explanted: na, product type lead. (B)(4).